Event description:
The initial attorney report alleged severe pain due to defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2006, repair of ventral hernia with ventralex mesh. On (B)(6) 2006, office visit pt presents with "vague" abdominal pain. On (B)(6) 2006, office visit, pt developed a hematuria in october with no underlying abnormalities noted on CT or cystoscopy. Diagnosed with chronic prostatitis.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. At this time no definitive conclusion can be made. Based on the info available there is no connection that can be made between the pt's abdominal symptoms and any issue with the device. The pt was subsequently diagnosed with chronic prostatitis. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.